Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of non-dehp micro-volume extension sets were observed to have an air bubble. The event was further reported as ¿when capping the primed tubing attached to a syringe (containing an unspecified drug), a line bubble will appear in plastic piece that the red cap is attached to¿. The reporter also stated they are not sure if the air bubble is a ¿mirage because of the type of plastic and shape of the component¿. The event occurred during priming; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.